Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the middle portion of a minimally tortuous rca, the nc viva balloon lost pressure at 14 atmospheres during the 30 second postdilatation of a newly placed tristar stent. It is noted that resistance was met during removal of the nc viva balloon catheter. The patient was asymptomatic during this event. The nv viva balloon was removed and replaced with another nc viva catheter to complete the procedure. A 6f introducer sheath (type unknown), a uni-core guidewire (size unknown), a zuma2 guide catheter (size unknown) and a medtronic inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.